Event description:
The physician was attempting to cross a severely calcified lesion (lcx#11) with a micro-driver rx (rapid exchange) coronary stent system. The lesion had been pre-dilated prior to the attempted implant. It is reported that the stent was unable to cross the lesion as it had got caught on the lesion. After another dilatation, the physician made a second attempt to deliver the micro-driver rx stent, but the stent was caught on the calcification. When the physician was attempting to withdraw the device from the pt, it was noted that the stent was stuck and deformed. Subsequently, the stent dislodged while the physician was attempting to withdraw the device. The stent was retrieved with a gooseneck snare. The procedure was completed using an endeavor rx drug-eluting stent.

Manufacturer narrative:
(B)(4). Eval: results: (calcification at lesion site), (stent dislodgement). Conclusions: (calcification at lesion site). Eval summary: the device was returned to medtronic galway for eval. The stent was returned on a wire attached to the snare. Six segments at one end of the stent were still intact. The remaining segments were severely stretched and deformed. The physician commented that the product was not associated with the event because of the severe calcification.